Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the inferior vena cava filter was indicated for recurrent deep vein thrombosis and recurrent pulmonary emboli. Access was gained to the right internal jugular vein and an inferior venacavogram demonstrated a normal ivc with no filling defects. The filter was successfully deployed in customary fashion with the apex of the filter beneath the inflow of the renal veins. The sheath was removed and hemostasis in the right neck was obtained. The patient tolerated the procedure well. Approximately three years post filter deployment, a CT scan performed for an unrelated event demonstrated a detached filter limb in the right ventricle. Approximately three years three months post filter deployment, the filter and detached limb were percutaneously retrieved with a tri-lobed snare device. There were no reported difficulties during the retrieval of the filter or detached limb. The patient was hemodynamically stable at the conclusion of the procedure. A follow up CT scan of the chest was performed three months post filter retrieval. No pericardial effusion was demonstrated. No foreign body was demonstrated. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal takeoffs for history of dvt and pulmonary emboli. A chest x-ray taken approximately three years after implantation allegedly demonstrated a linear metallic density in the right ventricle. A CT scan two weeks later demonstrated a filter limb within the right ventricle. There was no evidence of perforation or pericardial effusion. Approximately three months later, the filter and detached limb were percutaneously retrieved with a tri-lobed snare device. There were no difficulties reported during retrieval. Based on the medical record review, limb detachment can be confirmed. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records received and reviewed. The vena cava filter was successfully deployed in the infrarenal ivc for recurrent deep vein thrombosis and pulmonary emboli. Approximately three years post filter deployment, a CT scan for an unrelated event demonstrated a detached filter limb in the right ventricle. Approximately three years three months post filter deployment, the filter and detached limb from the heart were successfully retrieved percutaneously without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the inferior vena cava filter was indicated for recurrent deep vein thrombosis and recurrent pulmonary emboli. Access was gained to the right internal jugular vein and an inferior venacavogram demonstrated a normal ivc with no filling defects. The filter was successfully deployed in customary fashion with the apex of the filter beneath the inflow of the renal veins. The sheath was removed and hemostasis in the right neck was obtained. The patient tolerated the procedure well. A CT scan performed approximately three weeks post filter deployment demonstrated the bilateral pe had decreased when compared to a CT scan that was performed prior to filter placement. Approximately three years post filter deployment, a CT scan performed for an unrelated event demonstrated a detached filter limb in the right ventricle. Approximately three months later, the filter and detached limb were percutaneously retrieved with a tri-lobed snare device. There were no reported difficulties during the retrieval of the filter or detached limb. The patient was hemodynamically stable at the conclusion of the procedure. A follow up CT scan of the chest was performed three months post filter retrieval. No pericardial effusion was demonstrated. No foreign body was demonstrated. Image/photo review: based on the images provided, a vena cava filter was deployed at the level of l2-l3 of the lumbar spine can be confirmed. Based on the images provided, the identity of the filter cannot be determined. Based on the images provided, a detached filter limb in the right ventricle of the heart can be confirmed. Based on the images provided, the filter and detached limb in the right ventricle were percutaneously retrieved, can be confirmed. Conclusion: the device was not returned for evaluation. Images and medical records were provided and reviewed. The medical records allege a filter was implanted successfully below the renal takeoffs for history of dvt and pulmonary emboli. A chest x-ray taken approximately three years after implantation allegedly demonstrated a linear metallic density in the right ventricle. A CT scan two weeks later demonstrated a filter limb within the right ventricle. There was no evidence of perforation or pericardial effusion. Approximately three months later, the filter and detached limb were percutaneously retrieved with a tri-lobed snare device. There were no difficulties reported during retrieval. The images confirm a detached filter limb in the right ventricle which was retrieved. Therefore, based on the provided medical records and images the investigation is confirmed for the filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records received and reviewed. The vena cava filter was successfully deployed in the infrarenal ivc for recurrent deep vein thrombosis and pulmonary emboli. Approximately three years post filter deployment, a CT scan for an unrelated event demonstrated a detached filter limb in the right ventricle. Approximately three years three months post filter deployment, the filter and detached limb from the heart were successfully retrieved percutaneously without incident. The patient tolerated the procedure well and was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.